Event description:
In 2008, the patient's diabetes nurse reported the patient began to feel sick while at school three days earlier, and he had a headache. She reported that the insulin device delivered an unintended bolus of 25 units of insulin. His mother found him unconscious in bed and he was having convulsions. His blood glucose measured 12 mg/dl. The mother called for an ambulance and the patient was given glucose via IV. Two days prior to original date, the patient was transferred to the psychiatric hospital because his physician believed he was attempting to commit suicide with the infusion device. While at the psychiatric hospital, the patient experienced another hypoglycemic event while disconnected from the infusion device. The patient was transferred to another hospital on original date. He has epilepsy. The patient's normal blood glucose range is 100-120 mg/dl. No further information is available. Product was requested to be returned for evaluation.